Event description:
Patient stated one v-go on the arm came off after about 6 hours, and the other one that was on the abdomen fell off after about 20 hours. Patient thinks increased movement may have been the cause, in the case of the one on the abdomen she thinks it came off when she bent over.